Event description:
The customer reported that the vault does not have enough protection for 10mv beam.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Manufacturer narrative:
H6 updated. H11 updated: the investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported that the vault does not have enough protection for 10mv beam. The investigation found that during installation the vault shielding requirements were not met for 10mv xray beams. It was ascertained that during the original installation acceptance testing, which included a site radiation measurement, identified the shielding deficiency. Actions taken during the original acceptance prevented 10mv xray beam from clinical operation. An elekta service visit identified that the 10mv xray beam option in service mode could still be operated and the service engineer updated the licence key to remove completely the 10mv operation. This issue only occurs in service mode and not in clinical mode, therefore no patient mistreatment can occur. This issue is detectable prior to use. The original acceptance measurements detected the shielding issue as part of the installation process. The room specifications are the responsibility of the hospital appointed radiation protection advisor.